Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material malfunction could not be established, but as for the chipped adhesive, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the duodenovideoscope had foreign material at the forceps elevator and the adhesive around the light guide and objective lenses had chips. There was no patient involvement.